Event description:
The customer reported that the system displayed communication errors. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep replaced the ci image controller, cpu card, interface, and upgraded the software. The system operates as intended.